Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an inceptive implantable neurostimulator in the upper buttock area experienced issues with the device "sticking out" and confusion regarding MRI compatibility. The patient was concerned about the controller display indicating that MRI eligibility could not be determined, showing code 05906. The patient was advised by their healthcare provider that a form had been completed for them, which could potentially override the MRI mode message. The patient was redirected to their healthcare provider for further assistance and was suggested to have a representative meet them to adjust the settings if necessary.